Event description:
Brush head comes loose from the toothbrush mid-brushing - oral-b [device connection issue]. Case narrative: consumer reporter via phone that the oral-b toothbrush head came loose from the oral-b toothbrush handle mid-brushing. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.